Event description:
It was reported by service report that the stretcher is stuck at the highest height and cannot be lowered. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Result: lowering pedal assembly.